Event description:
It was reported that oversensing was observed on the lead. High impedance noted. Lead fracture suspected. The patient received 15 shocks within a few days. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.